Manufacturer narrative:
Device received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was died. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.